Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. D08057) for female sterilisation. The patient had a medical history of dysmenorrhea, cervical spinal stenosis, shortness of breath, dysuria, general discomfort, abdominal pain, endometrial disorder, adenomyosis, colonoscopy, pain menstrual, stress, candidiasis, dysfunctional uterine bleeding, abortion, irregular menstruation, parity 1, gravida ii, cyst of ovary, pain breast, pain breast, post coital bleeding, vaginitis and pain pelvic. Previously administered products included: depo provera and mirena. The patient had a family history of breast cancer, hypertension, diabetes mellitus, myocardial infarction, colon cancer and menorrhagia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 1904 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy , cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in insertion date: as per argus: (B)(6) 2015. As per mr: (B)(6) 2015. Both ostia were visualized. Minimal thickening of the endometrium was noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pelvic pain, encounter for removal of fissure, dysmenorrhea menorrhagia. Operative diagnoses: operation/specimen: a: uterus, cervix, bilateral fallopian tubes, resection pathological diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: adenomyosis; unremarkable endo- and ectocervix, proliferative endometrium and bilateral fallopian tubes. [Ultrasound scan] (date unknown): iud mirena check secondary to chronic pelvic pain on same. Requests iud removal today. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : lot number, reporters information, medical history and lab data was added.product insertion date, non drug treatment and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2177 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted (lot no. D08057) for female sterilisation. The patient had a medical history of dysmenorrhea, cervical spinal stenosis, shortness of breath, dysuria, general discomfort, abdominal pain, endometrial disorder, adenomyosis, colonoscopy, pain menstrual, stress, candidiasis, dysfunctional uterine bleeding, abortion, irregular menstruation, parity 1, gravida ii, cyst of ovary, pain breast, pain breast, post coital bleeding, vaginitis and pain pelvic. Previously administered products included: depo provera and mirena. The patient had a family history of breast cancer, hypertension, diabetes mellitus, myocardial infarction, colon cancer and menorrhagia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 1904 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy , cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in insertion date: as per argus: (B)(6) 2015. As per mr: (B)(6) 2015. Both ostia were visualized .minimal thickening of the endometrium was noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pelvic pain, encounter for removal of fissure, dysmenorrhea menorrhagia. Operative diagnoses: operation/specimen: a: uterus, cervix, bilateral fallopian tubes, resection. Pathological diagnosis: uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Unremarkable endo- and ectocervix, proliferative endometrium and bilateral fallopian tubes. [Ultrasound scan] (date unknown): iud mirena check secondary to chronic pelvic pain on same. Requests iud removal today. Lot number: d08057. Manufacture date: 2014/09. Expiration date: 2017/09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2177 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.